Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that four pods have resulted in an infection at the cannula site. The patient was prescribed flucloxacillin to take four times a day to treat the four infected sites. The pod was worn longer than 48 hours.